Event description:
Subsequently, upon further review of information was reviewed. The patient had been admitted to hospice and did expire ten months later following the normal device change. There was no evidence to suggest that the patient's death was related to the replacement procedure or the performance of the device. The device had been returned and was found to meet specification in testing.

Event description:
Boston scientific received information that the patient implanted with this device had suffered from breathing issues and reportedly their heart had stopped for 17 minutes while on vacation out of the country sometime near the "5 year mark" of the device being implanted. The patient was flown back to the states to a nearest medical center where they went onto their local hospital. It was noted the patient had to be cardioverted and it "didn't take." During the emergent hospitalization the patient had underwent a device change out due to the battery reaching end of life (eol). No additional information was able to be obtained.

Manufacturer narrative:
Analysis was performed on the device. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.